Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v031485, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v031485, implanted: (B)(6) 2007, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6)2007, product type: extension. (B)(4)

Event description:
A consumer reported the desktop charger had a bent/loose connector pin, the patient's hands were not working properly, and they were off balance. The patient symptoms were periodic and sporadic, but they first started to experience the symptoms on (B)(6) 2015. The cause of the event was the implantable neurostimulator (ins) losing its charge. The desktop charger had to be replaced and the issue was resolved after the replacement. The patient's indication for use is parkinson's dual and movement disorders.